Event description:
Per the clinic, the patient experienced a loss of connection with internal device resulting in device non-use. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2014; during the same surgery, the patient was re implanted with a new device. The device has not been made available for analysis as of the date of this report, (B)(6) 2014. This report is filed july 8, 2014. Device is currently unavailable

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
This report is filed november 13th, 2014.